Event description:
The following has been reported: biomed reported: yellow tube set problem alarm tubing . Av (actuator valve) pins and loading guide was cleaned. No problem found while testing the pump. There was no any report of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: tubing set error (ipc connection leak failure). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported.

Manufacturer narrative:
N/a.

Event description:
No sample or picture was available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. Potential root cause: a tubing set problem (tsp) alarm is triggered by the lvp if it thinks there is an issue with the administration set. Potential root cause could be related to a leak located at the cassette diaphram due to a possible diaphram misplacement or improper welding during the manufacturing process. Current process controls detection: 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode.